Event description:
It was reported that the patient was having a battery replacement due to battery depletion and prior to surgery high impedance was detected. The patient was rescheduled so they can change the lead and generator. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received in regards to the patient's high impedance. The sales rep indicted that the suspected patient was not the same patient as was reported to have high impedance on (B)(6) 2017. Therefore the identity of the patient is still unknown. No additional information has been received to date.

Event description:
The correct patient's product information was identified.